Event description:
Reporter stated that patient's blood glucose measured 494 mg/dl on the suspect device. Patient's blood glucose was immediately retested on a health care professional's device with a result of 94 mg/dl. No patient injury was reported and treatment was received. While on the line with technical support, a level-one control test was performed on the suspect device and the result fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.